Manufacturer narrative:
The device associated with this report was not returned. A complaint database search on the provided product code identified similar reports. Previous reports found the holding post mechanism does not actuate the cam-lock arm fully at times for the size six broaches or implants. A pra was conducted and determined no patient risk. Information documented on (B)(4) that was released on june 3, 2013 via (B)(4). Based on no patient harm, no corrective action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Stem inserter does not properly lock onto the size 6 trial or implant. Der indicates surgery was extended 10 minutes. Der also indicates that all pieces of instrumentation were retrieved from the patient.